Event description:
It was reported that a spectrum pump was having a keypad malfunction. The #3 key is stuck. When any button is pressed on the keypad, either a "g" or a "3" appears. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.